Event description:
It was reported that the customer received a no delivery alarm. The customer was able to clear the alarm, but, afterwards, none of the buttons were responding. The customer took the battery out, reinserted the battery and received a failed battery test alarm that he could not clear. The customer's blood glucose was unknown. Troubleshooting was done for the keypad anomaly. The customer did not recall any significant events leading to the alarm other than that he was near a sink in the bathroom. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The up arrow button did not respond due to flattened button dome switch. Unable to verify alarm history due to unresponsive keypad. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.